Event description:
Information was received from a consumer on 16-sep-2016 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient felt an uncomfortable vibration when he turned up the stimulation. It was noted that the patient normally took a shower with the implant on but did not want to take a shower with the implant on anymore because he did not like the uncomfortable stimulation. It was noted that the patient did not need the device when he was sitting or lying down but the patient's wife had noticed that the patient was walking in a stooped position now and she did not know why he was not standing up straight. The patient's wife thought the patient was having back pain and that the patient may not be getting relief without the stimulation turned up but now when he turned it up to cover the pain, it was at 5.3 v and the stimulation was uncomfortable. Additional information from the healthcare provider (hcp) on 6-oct-2016 reported there was "rns" due to location issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.